Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 27-year-old female patient who had essure (batch no. B30425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included multigravida (four live birth on :(B)(6)2007, (B)(6)2009, (B)(6)2013, (B)(6)2014 all are vaginal deliveries).), chickenpox, hernia repair in 1990 and knee operation. *patient had allergies :treatment on ,nov2015- present by medication immunotherapy. Social history: denied alcohol and tobacco use. Or occasional alcohol use. Previously administered products included for an unreported indication: birth control pills from january 2013 to april 2013. Concurrent conditions included dust allergy, pollen allergy and heart murmur. Family history included asthma (mother), hypertension (mother) and diabetes (maternal grandmother). Concomitant products included labetalol for hypertension as well as cetirizine hydrochloride (zyrtec). On (B)(6)2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), coital bleeding ("bleeding after sexual intercourse / abnormal bleeding (general) after sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("constant severe lower abdomen pain (area of uterus)"), adnexa uteri pain ("constant severe lower abdomen pain (area of fallopian tubes)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, coital bleeding, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, night sweats, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On jan2013 to apr2013 , patient had used birth control pills for a pregnancy prevention. On (B)(6)2014, patient had performed hcg result was negative. On (B)(6)2016, patient had performed hcg serum qual result was negative. On (B)(6)2016, patient had performed uterus hysterectomy result was negative. Pathology final diagnosis: uterus, hysterectomy: chronic cervicitis with squamous metaplasia (negative for dysplasia) . Proliferative endometrium. Superficial adenomyosis. Uterine serosal endometriosis. Normal fallopian tube mucosa, bilateral. Spiral meta wire present within left fallopian tube. Negative for malignancy on (B)(6)2016, patient had performed result was us pelvis with doppler limited evaluation due to overlying bowel and inability to perform an endovaginal exam. The right ovary may be enlarged, but certain all that has been measured is actually right ovary. On (B)(6)2016, patient had performed result was CT abdomen and pelvis with intravenous contrast quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 27-year-old female patient who had essure (batch no. B30425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included multigravida (four live birth on :(B)(6)2007, (B)(6) 2009, (B)(6) 2013, (B)(6) 2014 all are vaginal deliveries).), chickenpox, hernia repair in 1990 and knee operation. *patient had allergies :treatment on ,(B)(6) 2015- present by medication immunotherapy. Social history: denied alcohol and tobacco use. Or occasional alcohol use. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included dust allergy, pollen allergy and heart murmur. Family history included asthma (mother), hypertension (mother) and diabetes (maternal grandmother). Concomitant products included labetalol for hypertension as well as cetirizine hydrochloride (zyrtec). On (B)(6)-2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), coital bleeding ("bleeding after sexual intercourse / abnormal bleeding (general) after sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("constant severe lower abdomen pain (area of uterus)"), adnexa uteri pain ("constant severe lower abdomen pain (area of fallopian tubes)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coital bleeding, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, night sweats, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2013 to (B)(6) 2013 , patient had used birth control pills for a pregnancy prevention. On (B)(6) 2014, patient had performed hcg result was negative. On (B)(6) 2016, patient had performed hcg serum qual result was negative. On (B)(6) 2016, patient had performed uterus hysterectomy result was negative. Pathology final diagnosis: uterus, hysterectomy: chronic cervicitis with squamous metaplasia (negative for dysplasia) . Proliferative endometrium. Superficial adenomyosis. Uterine serosal endometriosis. Normal fallopian tube mucosa, bilateral. Spiral meta wire present within left fallopian tube. Negative for malignancy on (B)(6) 2016, patient had performed result was us pelvis with doppler limited evaluation due to overlying bowel and inability to perform an endovaginal exam. The right ovary may be enlarged, but certain all that has been measured is actually right ovary. On (B)(6) 2016, patient had performed result was CT abdomen and pelvis with intravenous contrast most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and she did not undergone essure confirmation test was added as event. Expiration date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 27-year-old female patient who had essure (batch no. B30425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included multigravida (four live birth on :(B)(6) 2007, (B)(6) 2009, (B)(6) 2013, (B)(6) 2014 all are vaginal deliveries).), chickenpox, hernia repair in 1990 and knee operation. *patient had allergies :treatment on , (B)(6) 2015- present by medication immunotherapy. Social history: denied alcohol and tobacco use. Or occasional alcohol use. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included dust allergy, pollen allergy and heart murmur. Family history included asthma (mother), hypertension (mother) and diabetes (maternal grandmother). Concomitant products included labetalol for hypertension as well as cetirizine hydrochloride (zyrtec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), coital bleeding ("bleeding after sexual intercourse / abnormal bleeding (general) after sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("constant severe lower abdomen pain (area of uterus)"), adnexa uteri pain ("constant severe lower abdomen pain (area of fallopian tubes)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coital bleeding, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, night sweats, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2013 to (B)(6) 2013 , patient had used birth control pills for a pregnancy prevention. On (B)(6) 2014, patient had performed hcg result was negative. On (B)(6) 2016, patient had performed hcg serum qual result was negative. On (B)(6) 2016, patient had performed uterus hysterectomy result was negative. Pathology final diagnosis: uterus, hysterectomy: chronic cervicitis with squamous metaplasia (negative for dysplasia) . Proliferative endometrium. Superficial adenomyosis. Uterine serosal endometriosis. Normal fallopian tube mucosa, bilateral. Spiral meta wire present within left fallopian tube. Negative for malignancy on (B)(6) 2016, patient had performed result was us pelvis with doppler limited evaluation due to overlying bowel and inability to perform an endovaginal exam. The right ovary may be enlarged, but certain all that has been measured is actually right ovary. On (B)(6) 2016, patient had performed result was CT abdomen and pelvis with intravenous contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6)-year-old female patient who had essure (batch no. B30425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (four live birth on : (B)(6) 2007, (B)(6) 2009, (B)(6) 2013, (B)(6) 2014 all are vaginal deliveries).), chickenpox, hernia repair in 1990 and knee operation. Patient had allergies :treatment on (B)(6) 2015- present by medication immunotherapy. Social history: denied alcohol and tobacco use. Or occasional alcohol use. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included dust allergy, pollen allergy and heart murmur. Family history included asthma (mother), hypertension (mother) and diabetes (maternal grandmother). Concomitant products included labetalol for hypertension as well as cetirizine hydrochloride (zyrtec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), coital bleeding ("bleeding after sexual intercourse / abnormal bleeding (general) after sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), night sweats ("night sweats"), uterine pain ("constant severe lower abdomen pain (area of uterus)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and adnexa uteri pain ("constant severe lower abdomen pain (area of fallopian tubes)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coital bleeding, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, night sweats, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2013 to (B)(6) 2013 , patient had used birth control pills for a pregnancy prevention. On (B)(6) 2014, patient had performed hcg result was negative. On (B)(6) 2016, patient had performed hcg serum qual result was negative. On (B)(6) 2016, patient had performed uterus hysterectomy result was negative. Pathology final diagnosis: uterus, hysterectomy: chronic cervicitis with squamous metaplasia (negative for dysplasia) . Proliferative endometrium. Superficial adenomyosis. Uterine serosal endometriosis. Normal fallopian tube mucosa, bilateral. Spiral meta wire present within left fallopian. Tube. Negative for malignancy. On (B)(6) 2016, patient had performed result was us pelvis with doppler limited evaluation due to overlying bowel and inability to perform an endovaginal exam. The right ovary may be enlarged, but certain all that has been measured is actually right ovary. On (B)(6) 2016, patient had performed result was CT abdomen and pelvis with intravenous contrast most recent follow-up information incorporated above includes: on 25-jan-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, relevant history , product indication and lot number b30425 and concomitant product new events abnormal bleeding vaginal, menorrhagia, apareunia inability to have sexual intercourse bleeding after sexual intercourse, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, hot flashes, night sweats, abnormal bleeding general after sexual intercourse ,constant severe lower abdomen pain area of uterus, constant severe lower abdomen pain area of fallopian tubes, the events abnormal bleeding general after sexual intercourse clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.